Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred multiple times. Additionally, it was reported that a cartridge change error message occurred when the user attempted to load a new cartridge. Reportedly, the user did not snap the cartridge onto the pump prior to pressing the "unlock" button. The user successfully loaded the cartridge and would continue to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction (malfunction code) was verified and the alleged malfunction (cartridge change error) could not be verified.